Event description:
This patient was given a test dose of 25mg IV of infed over 5 min. Patient stated he felt funny and stopped breathing. The physician was present and cr was started. The cardiac monitor showed pvc's. Solu-medrol 125mg IV - adrenalin 1cc of 1:1000 and 1 amp of becaib were given. The jpatient responded quickly and was sent to the hosp. He is back at the facility. This patient rec. A test dose a few months ago without a prob. The series was not cont. At that time.